Manufacturer narrative:
Exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 19599601/19599601.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite of reprogramming attempts. The patient underwent a procedure wherein the ipg and the lead were explanted. The explanted device components will not be returned.